Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was missing an electrode. It is unknown whether the sensor was inside of the customer or not, nor is information available regarding their blood glucose level. The sensor was reported to either be bent, retracted, or damaged. No products were returned and a replacement sensor was shipped to the customer.